Event description:
Information was received from a patient receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that they thought that there was an issue with the catheter. The patient said that they will be going in for a dye test. When asked for the event date, the patient said that they have had a pump since (B)(6) 2011 and the pump was replaced twice. The patient said that prior to this pump, they never had an issue. The patient said that they had been in and out of the hospital at least seven or eight times since the pump and catheter were replaced, because they had back pain and their legs were trembling due to something malfunctioning.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.